Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 4 years and 2 months post tf tavr with a 23mm sapien 3 valve in the aortic position, the patient was presented with heart failure symptoms and upon workup was found to have a failed valve due to thickened leaflets/calcified with moderate to severe aortic stenosis. The patient underwent a valve-in-valve procedure. Per the medical records reviewed, approximately 4 years and 2 months post tavr, the patient presented with ataxia and weakness and was admitted for workup. During this stay the patient was noted to have shortness of breath with exertion and heart failure symptoms class 3, moderate aortic stenosis and moderate aortic regurgitation secondary to leaflet degeneration of previously placed bioprosthetic 23 mm edwards sapien 3 valve now with structural valve deterioration. A tee performed reported for the s3 valve in aortic position, well-seated, moderately thickened/calcified leaflets with moderately to severely restricted mobility. Peak velocity 3.2 m/s, mean gradient 25 mmhg, aortic valve area 0.7 cm2, dimensionless index 0.26 (vmax) and 0.22 (vti). Low normal lv stroke volume index at 36 ml/m2. No evidence of perivalvular leak. Findings are consistent with moderate to severe prosthetic aortic stenosis with mild central aortic regurgitation. The patient underwent a valve in valve tavr in tavr transfemoral approach 23 mm sapien 3 ultra tavr. Excellent results are noted with the valve in valve tavr. No aortic regurgitation noted. Post op day 1 tte reported aortic valve in valve with with normal prosthetic valve function, mean gradient 12 mmhg, peak velocity 2.19 m/s, aortic valve area 1.8 cm2, dimensionless index 0.55 (vmax). No aortic regurgitation. The patient was discharged home in good condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on medical records. A review of device history records provided no indication that a manufacturing nonconformance would have contributed to the complaint event. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 4 years and 2 months post tf tavr with a 23mm spien 3 valve in the aortic position, the patient was presented with a failed valve due to thickened leaflets/calcified with moderate to severe aortic stenosis and underwent a valve-in-valve procedure." Per medical record review, patient had history of diabetes mellitus, chronic kidney disease, and hyperlipidemia. It is well known that patients with chronic renal disease and diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of svd, which can manifest in the form of stenosis with thickened leaflets, as reported. As such, available information suggests that patient factors (diabetes, chronic kidney disease, hyperlipidemia) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is required.